Event description:
When port was used for chemotherapy pt complained of discomfort. Md looked at port and ok'd for use. Pt continued to complain of discomfort and pain until (B)(6) 2014. Skin was red and swollen. Was treated for infection with IV antibiotics for 1 week. Pt still stated something was wrong and us was ordered. Pt went to surgeon and port was removed by surgeon and hole was in catheter. Dates of use: (B)(6) 2014.